Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. System was tested and verified as ready for use. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the erbe generator was not been working properly . There were problems with the neutral pad detection and the generator was giving frequent faults during its usage. Currently, it was working without abnormalities. Intuitive technical support engineer (tse) informed biomed about the opportunity to use a third-party generator (force triad) in case the erbe generator stopped working. Customer has the force triad generator and aware about the way to use/ connect it with the davinci system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with no patient harm using a backup generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) and completed the device evaluation. The unit was analyzed and the reported failure (several erbe generator faults) was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.